Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The product support engineer (pse) performed troubleshooting of the this issue with the customer over the phone. The customer was provided the part number for the overlay assembly. The customer reported the problem has been resolved and the unit was returned to service but no further information was provided regarding what resolved the reported issue. The customer reported that the replaced parts would be returned for service but to date, no parts have been returned for failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator main led de-activates when turned on. The ventilator was not in clinical use at the time of the event occurred.